Manufacturer narrative:
(B)(6). No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for an electrode and probe placement procedure. It was reported that during a case the navigation system and imaging system did not have a green line of communication. The clinical specialist (cs) tried to use the navigation connection on the imaging device to connect the systems but no igs server was detected. It was noted that the system also failed the igs server verification. The imaging and navigation systems were rebooted with no change. It was noted that the navigation system was connected to a different imaging system earlier that day. A new navigation system was brought into the room and it connected to the imaging system using the navigation connection without issue. The original navigation system was then connected to the imaging system and connected without issue. The surgical delay was less than 1 hour and there was no impact to the patient outcome.